Manufacturer narrative:
Product analysis: visual inspection did not reveal any visible damage to the shaft of the balloon of the ibt. Functional evaluation revealed that the bone tamp balloon will not inflate when injecting the ibt with fluid. The fluid would not pass through the shaft/tube to replicate the inflation of the balloon. Possible contrast left in tube causing the blockage. Unable to determine the root cause of the malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with compression fracture; and underwent balloon kyphoplasty at l3. Intra-op, the balloon did not inflate in operative field, but inflated outside the operative field. There was no problem with preoperative settings. The bone was not hard, and no pressure was applied when ibt (inflatable bone tamp) was inserted and the inflation syringe was turned on. The product was then pulled out, and an attempt was made to try outside the operative field, but the contrast media returned to the inflation syringe on its own. The entire monitor of the inflation syringe repeatedly flashed, and the contrast media entered the liquid crystal, and finally nothing was displayed on the screen. Eventually, the monitor was turned off. A new product was then used to complete the procedure successfully. The sales rep evaluated the alleged product after the operation and confirmed that the balloon inflates but cannot maintain that state and the contrast media returns to the inflation syringe. No breakage was seen. There was a delay of less than 60 minutes in overall procedure. There were no patient complications as a result of this event.